Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged during an ablation procedure. A revision procedure was performed the next day but it is unknown if the lead was repositioned or replaced at that time. No additional adverse patient effects were reported. The status of this lead is unknown.

Manufacturer narrative:
Additional information has been requested from the responsible field representative. This report will be updated upon its receipt.